Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that g6 mobile application had no audio alerts. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.